Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were normal at the time of the event. Samples were sent for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1's initial result was 89.5 ng/l, and the repeat result obtained after peg precipitation was 12.1 ng/l. The result of 12.1 ng/l was reported to the doctor. Patient 2's initial result was 72.8 ng/l, and the repeat result obtained after peg precipitation was 24.8 ng/l. The result of 72.8 ng/l was reported to the doctor.

Manufacturer narrative:
The investigation of the sample determined that the customer's results could not be reproduced by roche. These findings are consistent with the initially reported high values being false positives. An analysis conducted also confirmed that there were no elevated troponin t levels and no evidence of interference.